Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens stuck in delivery system/cartridge / lens would not advance/deploy/eject. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Insufficient amount of ovd (ophthalmic viscosurgical device) observed in the device - no ovd observed past the lens. The plunger has been advanced to mid nozzle and is advanced under the iol(intraocular lens). The iol is advanced into the nozzle entry and is crushed. The plunger is bent against the iol. Plunger underride was observed. The root cause may be related to failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).